Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered constant vaginal bleeding, dyspareunia, vaginal discharge, pain, emotional distress, and incontinence. No further info has been provided.